Event description:
It was reported that after changing infusion supplies and announcing a smaller-than-usual meal, the user experienced hyperglycemia with a blood glucose of 340 mg/dl and observed a straight cannula, performed a tubing fill with visible drops, then replaced the infusion site while reusing existing tubing, and confirmed insulin delivery was not paused. Symptoms included hyperglycemia with trace ketones and no other adverse effects. Outcomes included self-monitoring and subsequent downward trend of blood glucose without medical intervention or hospitalization. Investigation included product troubleshooting and user education over the phone and follow-up to verify resolution. Investigation of this case revealed no device malfunction was identified, with cause of the hyperglycemia remaining unclear after site change and reconnection to existing tubing. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.